Event description:
It was reported that during a vats esophagectomy procedure, the teflon pad on the passive blade partially came off. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) . The device was returned with the tissue pad melted and partially detached. Probably causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.